Event description:
It was reported that the insulin pump alarmed no delivery. No blood glucose reading provided. Explained to customer the no delivery alarm and possible causes. Customer unable to troubleshoot at the time of the call due to this was past event. Advised to change out set as soon as possible. Customer does not want to return the set and reservoir for analysis. Customer will monitor the issue. It was mentioned initially about issues with carelink, the tubing falling out, sensor glucose reading versus blood glucose reading were way off. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).